Event description:
Same case as MFR's report# 6000089-2006-00971. During an angioplasty procedure of the subclavian artery, the balloon was deflated and could not be withdrawn through the 7fr super sheath. The procedure was completed with this device. No pt complications were reported. The pt condition is reported as 'fine'.